Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's total daily basal based on settings was 10.29 units; however, customer noted varying basal rates in pump history. During troubleshooting with tandem technical support (cts), customer was informed that pump data could be an indication that insulin delivery may have been suspended. Cts reviewed pump data and confirmed occurrences of insulin delivery suspension for a short duration. Customer reported that blood glucose levels were sometimes slightly above target when waking, but the customer was not user if it was related to the pump. The customer indicated that pump settings would be reviewed with health care provider.

Manufacturer narrative:
08/06/2015 follow up: tandem technical support explained to the customer that the pump calculates for the total daily basal at 11:58pm and may not have taken into account the last increment of basal rate that occurred between 11:58pm and 12:00am. The customer acknowledged that this would account for the discrepancy seen between the calculated total daily basal rate and total basal in the personal profiles.